Manufacturer narrative:
Correction made to d2b: classification code: fkx (previously submitted as kdj) additional information: h3 and h6. H10: the actual devices were not available; however, two (2) photographs of the samples were provided for evaluation. The photographs were visually inspected which observed a loose green cap to the patient connector. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green protective patient line caps of an unspecified quantity of amia automated pd cycler sets were disconnecting. The protective patient line caps would fall off the patient line during unspecified process steps of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.